Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of the driveline disconnect symbol being illuminated could not be conclusively determined through this evaluation, and review of the submitted log files was unable to confirm a driveline disconnect alarm. Review of the submitted log files confirmed left ventricular assist device (lvad) values consistent with a current sense issue. The patient reported on (B)(6) 2024 that the driveline disconnect symbol had been illuminated on their controller. Review of the submitted log files found that the driveline was connected for all recorded events and data collections. It was noted that the left ventricular assist device (lvad) monitor iimc value was locked at 10 milliamperes (ma), which indicates a current sense issue. The pump otherwise appeared to be operating as intended, and there were no notable pump alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 ¿patient care and management¿ (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. The heartmate 3 lvas patient handbook, rev. D is currently available. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was in clinic due to reports of multiple power disconnect alarms. They already changed their battery clips and that did not improve the alarms. The patient reported both power disconnect symbols were illuminated along with the red battery and sometimes only one of the power disconnect symbols was illuminated. It only occurred on batteries only. Once, they saw the disconnect symbols associated with the driveline illuminated. The patient was put on their backup system controller. Review of the left ventricular assist device (lvad) log files revealed the lvad monitor iimc was captured at a fixed value of 10 ma, indicating a current sense issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.